Manufacturer narrative:
(B)(4) one-unit of trapliner (m5568 lot 47b2400243) was returned to for evaluation. Blood particulates were noted within the lumen. Unit was decontaminated and inspected. Weld joint separation was confirmed. The halfpipe lumen was observed to be pinched inwards. No tip separation noted. The top-level assembly traveler (rt103622, lot 47b2400243) was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. Customer stated" during a procedure, the rt prepping the trapliner flushed the device. The rt noted that the tip was separated. The device was never inserted into the patient." Damages are likely to have occurred during use and handling. The IFU states the following precaution: exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. It is unknown to what extent and rigor the catheter was subjected to preparation. No additional information was provided by the customer. Signs of lumen pinched inwards indicate the catheter has subjected to strenuous use. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context. The der process will continue to monitor for any similar events.

Event description:
It was reported that: during a procedure, the rt prepping the trapliner flushed the device. The rt noted that the tip was separated. The device was never inserted into the patient. It was set aside and another 8f trapliner was prepped and used to complete the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: during a procedure, the rt prepping the trapliner flushed the device. The rt noted that the tip was separated. The device was never inserted into the patient. It was set aside and another 8f trapliner was prepped and used to complete the procedure.